Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated potassium (k) and calcium (ca) results generated on the alinity c processing module for 5 patients. The following data was provided: (potassium (k) reference range 3.6 to 5.1 mmol/l. Calcium (ca) reference range 8.4 to 10.2 mg/dl). Patient 2: sid: (B)(6). K initial result 2.4, repeated 2.4. Ca initial result 3.8, repeated 3.9 / 4.0. Reordered sid by ed (B)(6). K reordered 4.9. Ca reordered 8.4. Patient 3: sid: (B)(6). K initial result 2.5, repeated 2.4 / 2.5. Reordered sid by ed (B)(6). K reordered 3.6. Patient 4: sid: (B)(6). K initial result 2.3, repeated 2.4 / 2.4. Ca initial result 4.8, repeated 4.8 / 4.9. Reordered sid by ed (B)(6). K reordered 3.9. Ca reordered 8.7. Patient 5: sid: (B)(6). Ca initial result 5.9, repeated 5.8 / 5.9. Reordered sid by ed (B)(6). Ca reordered 7.1. Patient 6: sid: (B)(6). K initial result 7.0, repeated 7.2 / 7.2. Reordered sid by ed (B)(6). K reordered 3.3 no impact to patient management was reported.

Manufacturer narrative:
The instrument service history review revealed zero (0) additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The search for similar complaints did not identify any trend related to the current complaint. A review of tracking and trending data in the product monitoring review for clinical chemistry systems found no similar issues for the alinity system or discrepant results as described in this ticket with regards to the current issue. A review of historical data found no non-conformances related to the current complaint. Labeling was reviewed and provides adequate information regarding the troubleshooting of erratic/discrepant results. Based on the investigation, no systemic issue or deficiency was identified for the alinity c processing module, sn (B)(6).